Event description:
A patient reported experiencing inaccurate low results with a surestep original meter. The patient's blood glucose results was 130mg/dl (in the reported issues notes this is the only reading provided and it is unknown if it is a meter or lab result). Tests were done less than 10 minutes apart with a difference of greater than 20%. Patient did not experience any adverse events. No further information has been reported.